Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited nozzle, plastic distal end cover, adhesive around the light guide lens, adhesive around the objective lens, and the bending section cover all had foreign objects . There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.